Manufacturer narrative:
No product sample, picture or video was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. No further action was required as the complaint was not confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that during use of the device in the patient's home, there were issues when priming the administration tubing set. The pump kept giving an occlusion alarm when priming the tubing. Once the tubing set was finally filled there was no problem with the infusion. No patient injury was reported.